Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during a mildly tortuous, moderately calcified, mid, left anterior descending artery (lad) stenting procedure, after pre-dilatation with a 1.5 x 12 mm nc unspecified balloon, after implantation of a xience v 3.0 mmx28mm stent, there was a distal edge dissection found. Another unplanned xience v 3.0 x 15 mm stent was used successfully to treat the dissection. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.